Event description:
Reported via patient call center: it was reported that a patient experienced a stroke. A left atrial appendage closure (laac) procedure was performed, and a 24 mm watchman flx laa closure device was implanted on (B)(6) 2023. The patient was discharged. The patient contacted the watchman patient call center reporting that they have had the implant for eighteen (18) months and had a stroke a month ago. No further information was provided. A good faith effort was made to the boston scientific (bsc) territory manager. The bsc territory manager contacted the facility who reported that the patient presented to the emergency room on (B)(6) 2023 with a nosebleed. At that time the patient was on aspirin and plavix. Per physician discretion she was taken off the plavix and was told to follow up in the office. There was no record of the patient following up, nor did the patient show up for the 45-day transesophageal echocardiography (tee). There was no record of her presenting at this hospital or the other neighborhood hospitals for anything since (B)(6) 2023. The bsc territory manager and the facility tried calling the contact phone number that was on file for this patient and received a response that the phone number was disconnected.

Manufacturer narrative:
B3: date of event: estimated as 03/01/2025 as patient email states that they had a stroke a month ago.